Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend called in to report that the device alarmed meter bg now. The caller also reported a keypad anomaly. The customer's blood glucose level was 526 mg/dl. The customer did not treat. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch; unable to test with blood glucose meter and perform displacement test, rewind, basic occlusion test, occlusion test, prime test, no delivery test due to button keypad anomaly. No unlock on lcd keypad connector noted. The insulin pump had cracked case at the display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.